Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a leak was not confirmed and the assignable cause could not be determined. A sample evaluation was performed on three wet samples cavity 2l, 1n, and 2n. A visual inspection was performed with no issues noted. A clamp function test was performed with no issues noted. Leak testing was performed with no issues noted. A clear-passage test was performed with no issues noted. The sample ran on homechoice machine with no issues noted.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined.

Event description:
A customer contacted baxter (B)(4) regarding a leak with a cassette. The hp stated that there was a leak in the connection part. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.